Event description:
It was reported that the patient had a methicillin-resistant staphylococcus aureus and pseudomonas infection at time of death. It was also noted that the automatic implantable cardioverter defibrillator (aicd) was not manufactured by abbott.

Manufacturer narrative:
Section a2, a5a, a5b, h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The account reported that the patient went into vt (ventricular tachycardia) and was shocked multiple times but could not convert out of vt. The patient requested that defibrillation be stopped, and he chose to go home on hospice. The patient had reportedly been struggling for several months with a resistant driveline infection and had been on home antibiotics with a poor prognosis for recovery. The patient ultimately expired on (B)(6) 2020 due to arrhythmia. The pump will not be explanted. The heartmate 3 lvas IFU lists cardiac arrhythmia and driveline infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient expired on (B)(6) 2020 at home on hospice. Patient went into ventricular tachycardia. Patient was shocked multiple times and could not convert out of ventricular tachycardia. Patient requested to stop defibrillation. Automated implantable cardioverter defibrillator (aicd) was turned off and patient chose to go home to die on hospice. He had been struggling for several months with a resistant driveline infection. He was on home intravenous antibiotics with poor prognosis for recovery.